Event description:
The customer reported a system message displayed during surgery. The surgeon had to use manual techniques to complete the surgery. The rest of the cases for the day were cancelled (number unknown). There was no patient injury reported.

Manufacturer narrative:
The company service representative examined the system, and stated the vacuum lines were reseated. The vacuum lines were loosened because of the flushing procedure failure. A review of complaints for the last 24 months did not indicate any additional reports for this system. There were no samples returned for evaluation and no additional information provided by the customer related to the reported event. For this reason, there is insufficient information to replicate or confirm the reported issue and the root cause is therefore unknown at this time.